Manufacturer narrative:
E1: (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A philips authorized service provider (asp) went onsite to evaluate the device in question. The customer's alleged malfunction was confirmed, and the asp replaced/installed the speaker assembly to resolve the issue. A good faith effort (gfe) response confirmed no audio came from the device at the time of the event. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. The unit returned to working specification. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
It was reported there was a speaker malfunction. It was confirmed no sound was present at the time of the event. The device was not in use on a patient at the time of event, there was no adverse event reported.